Manufacturer narrative:
(B)(4). The complaint bc803 infant nasal mask was not returned to fisher & paykel healthcare for investigation. We have sent questions to the customer to obtain further information to determine if the complaint nasal mask had a malfunction which caused or contributed to the reported event. We will submit a follow up report upon completion of our investigation.

Event description:
A hospital reported via the (B)(4) that the mask was easily dislodged from the circuit and somehow made its way into the baby's mouth. The mask was being used in conjunction with the fisher & paykel healthcare (f&p) flexitrunk infant interface. No patient consequence was reported.

Event description:
A hospital reported via the FDA that the mask was easily dislodged from the circuit and somehow made its way into the baby's mouth. The mask was being used in conjunction with the fisher & paykel healthcare (f&p) flexitrunk infant interface. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint bc803 infant nasal mask was not returned to fisher & paykel healthcare for investigation. We have made multiple attempts to contact the customer to obtain further information with regards to the reported incident, however have been unsuccessful. Our investigation is thus based on the information provided from the FDA and our knowledge of the product. Results: the hospital reported that a bc803 infant nasal mask was disconnecting easily from the tubing. Conclusion: without the return of the complaint devices we are unable to determine what may have caused the problem reported by the customer. If the complaint devices were returned they would have been visually inspected for any damage. In addition, the dimensions would have been measured and compared to the drawing specifications. The user instructions that accompany the flexitrunk infant interface illustrate in pictorial format the correct set-up and proper use of infant interfaces, including the nasal mask and nasal tubing. It also states the following: "connect prongs and mask to nasal tubing ensuring that it is inserted fully." "If using mask: connect to patient by placing mask around the nose. The mask should sit comfortably around the patient's nose. It must not occlude the nostrils or touch the septum and should not be over the lip or over the eyes." "Check that all circuit connections are tight before use and after any adjustment."